Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and paroxysmal atrial fibrillation and was seen in the emergency room. Reprogramming to a different vector was done for the left ventricular lead. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.